Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer (person) additional information - postal code: (B)(6). G4: PMA/510(k) number = exempt . This report includes information known at this time.¿a follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an endoscopic combined intrarenal surgery (ecirs) procedure, the basket of the 'ncircle tipless stone extractor' would not open. The procedure was done with a transurethral approach to the renal pelvis. A soft ureteroscope was inserted under the ureteral access sheath and an attempt was made to capture the urinary stones. However, the basket would not open. The procedure was completed by using another ncircle tipless stone extractor, lot number unknown. The device was not tested prior to use. A laser was not used at the same time as the basket. There was not anything with the patient¿s anatomy keeping the basket from opening. The complaint device was unable to capture any stones. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: h6 (annex g) investigation ¿ evaluation. It was reported that the basket of a 'ncircle tipless stone extractor' would not open during an endoscopic combined intrarenal surgery (ecirs) procedure. The procedure was done with a transurethral approach to the renal pelvis. A soft ureteroscope was inserted under the ureteral access sheath, and an attempt was made to capture the urinary stones. However, the basket would not open. The device was not tested prior to use. A laser was not used at the same time as the basket. There was not anything with the patient¿s anatomy keeping the basket from opening. The complaint device was unable to capture any stones. The procedure was completed by using another ncircle tipless stone extractor, lot number unknown. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One ncircle tipless stone extractor was returned for evaluation with its outer packaging and label. The support sheath is kinked and partially torn adjacent to the hand. The handle does not actuate the basket formation. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The DHR review records no relevant nonconformances related to the failure mode. A database search for complaints on the reported lot found no additional complaints reported from the field. The evidence from the complaint file, device history record, complaint history, quality control documents, and complaint device indicates that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. Cook reviewed the product IFU t_ntse_ rev1 which does not not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded a cause for the damage to the support sheath could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: h10 device failure analysis investigation ¿ evaluation evaluation of the returned device was revisited. The proximal end of the basket assembly was observed to be bent in multiple places inside the white plastic handle. It is possible that the support sheath became kinked causing the basket assembly to become frozen. Then when force was applied by the user to try and actuate the basket, the proximal end of the basket assembly bent inside the handle as the basket assembly was frozen. Based on the inspection of the returned device, cook has concluded that a cause for the damage to the support sheath cannot be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.